Manufacturer narrative:
The insulin pump alarmed with a button error followed by having intermittent buttons due to corroded keypad traces. The unit was received with cracked casing at the display window corners, display window, and battery tube threads. There were also minor scratches on the lcd window. The unit was also missing its end cap sticker. The lcd glass was bleeding.

Event description:
The customer reported via phone call that the insulin pump alarmed with two button errors within the past twenty minutes. The alarms were cleared but the escape button became to stick. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that the alarm occurred while she was sleeping. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.